Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that there was fluid leakage from the cassette from the beginning of a combined cataract with intraocular lens implant and epiretinal membrane peeling procedure. The case was completed uneventfully with the same cassette. There was no impact to the patient.